Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated and the physician contacted boston scientific technical services (ts) to report that the device had likely not been working for the last six years, and that the battery potentially hadn't been working for the last three years. The patient had very poor device follow up. The physician inquired about device battery advisories. Ts discussed that this device was not included in any battery related advisories. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.